Manufacturer narrative:
(B)(4). D10: additional associated products. 42522100313 articular surface medial congruent (mc) right 13mm lot# 63082258. 42530006402 tibia trabecular metal 2-peg porous fixed brg rt size c lot# 77007244. 42502205802 femur trabecular metal (cr) narrow porous lot# 64253326. G2: c. Nakasone, I. Weber, c. Israelite et al., (2025). Early radiographic evaluation of an anatomic porous tantalum tibia: a prospective, multi-center, non-randomized clinical study. The knee (53), 264-272. Https://doi.org/10.1016/j.knee.2025.01.010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that during physical therapy, six months post implantation, the patient felt a pop while doing a sit to stand exercise and diagnosed with a fracture of the native patellar bone. The patient was instructed to stop flexion beyond ninety degrees, discontinue physical therapy, and the fracture was monitored through radiographic imaging at two week intervals. No surgical intervention was performed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. Corrected: d6b. D6b.: explant date was erroneously initially reported, as the device was not removed from the patient. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The event is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.